Event description:
This report was received as a result of an article published in the san francisco examiner dated 9/12/1999. News article reports that pt suffered post operative infection due to use of vicryl suture. The pt had a heart surgery in 1994.

Event description:
Attorney reported that the pt underwent cardiothoracic surgery on 8/29/1994. Her thoracic surgical entry was closed internally with figure 8 size 2 vicryl sutures and externally with continuous size 1 vicryl sutures. Pt suffered thereafter infection at the surgical site.